Event description:
According to the event description: air in line-tubing was properly loaded, line primed, asv in place, removed and tapped tubing for bubbles, changed tubing and changed pump. Complaint submitted for tubing, could also be related to pump. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.